Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment.

Event description:
On 06/22/2022, it was reported by a facility representative via sems that an ar-6480 dw arthroscopy fluid management device is not reading the sensor. This was discovered during an unspecified procedure, with no patient harm reported.